Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination and a functional leak test revealed the leak was coming from the welded area of the volume indicator port. The root cause was determined to be a manufacturing defect; the welding area of the volume indicator and port did not have seal integrity. Quality engineering investigated the manufacturing process and included hold time settings as part of the welder checks. On (B)(6) 2012, the equipment used to weld these two parts was changed and it is expected to improve the welding of the components and mitigate the occurrence of leaks. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report of an infusor that was leaking from the reservoir. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.